Event description:
The facility reports while the psws were in the process of lifting a pt from the floor, the right strap of the combi sling broke away from body sling. No injuries were reported. The sling involved was reviewed on-site. The right strap shoulder was found pulled away from the body of the sling. As per the incident report, the sling is 4 yrs old. (B) (4).

Manufacturer narrative:
No investigation was performed on this specific device because the failure mode had already been investigated in a previous similar case. It was determined that the problem of the shoulder strap from the sling body is related to a design weakness that revealed itself under specific conditions. In addition, as the sling is 4 yrs old, it has exceeded its expected life span. Numerous factors could affect the wear such as washing, frequency of use, resident/pt weight, etc. According to the testing performed, the ripping of the thread is gradual, not sudden. Therefore, if the sling inspection had been performed correctly, this situation could have been avoided. In effect, a recall related to the combi sling possible stitching failure was initiated in april 2009 and as stated in the field safety notice (B) (4), the customer must follow the general care guidelines of the sling maintenance instructions (001.03685), namely the directive "it is imperative that a pt transfer sling be inspected prior to each use". The MFR recommends the customer be informed in writing of the conclusions of the investigation and ask for written confirmation of investigation and clear understanding of the corrective/preventive actions. The MFR also recommends that the facility retrain its staff on the sling inspection procedure in order to ensure that the inspection and maintenance of the sling is done according to the slings operating and product care instructions or the slings maintenance instructions that was provided with the slings. As indicated in the slings operating and product care instructions, the MFR recommends removing from service any slings that are older than 2 yrs (see 001.03680_en, revision 8, may 2008, p.1: " numerous factors impact the life span of a resident/pt transfer sling and they are so varied that a sling should be taken out of service after 2 yrs."). In order to prevent this situation from recurring, bhm suggests the customer discard its old style slings and replace them with new ones.